Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient discontinued use of the ilet following training due to blood glucose fluctuations and requested a return, with the medical device problem characterized as cause unclear and device component details not specified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. The investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded that the cause was not established.